Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016. Using the pod 5 / page 54 warning: if you are applying a pod in a place that does not have a lot of fatty tissue or is very lean, pinch the skin around the pod (figure 5-21) after you press start and hold it until the cannula inserts. Occlusions may result in lean areas if you do not use this technique. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 115 warning: an occlusion may result from a blockage, pod malfunction or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken.

Event description:
Patient reported blood glucose reached 300mg/dl while wearing the pod between 4 and 24 hours. The patient noted the pink slide insert was not visible. In addition, the patient noted an occlusion alarm.